Event description:
It was reported that during surgery, the device was leaking air. There was no adverse event associated with the malfunction. Due diligence is complete and there no additional information available. If additional information is received, a supplemental report will be completed and submitted.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number: (B)(6).

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information regarding the event.